Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external and internal valves torn on the inner faces by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the external and internal valves.

Event description:
It was reported that visible air bubbles were observed. That the faradrive steerable sheath and dilator were prepped according to instruction for use. The sheath was advanced into the left atrium with no issues were observed upon transeptal puncture and the dilator and wire were removed for the non-boston scientific mapping catheter. The sheath was aspirated, and mapping of the left atrium was completed. The mapping catheter was exchanged for the farawave catheter. When attempts were made to aspirate the sheath before inserting the farawave catheter, air bubbles were pulled with the syringe. The physician advanced and withdrew approximately a centimeter or so with the farawave catheter to try and reset the valve around the catheter and the air issue was resolved. Pulmonary vein isolation was performed with the farawave catheter with no issues. The farawave catheter was removed, and the non-boston scientific mapping catheter was inserted for the post map. On the first attempt, the sheath started to aspirate oddly, so the physician made the shaft of the non-boston scientific mapping catheter taut to prevent it from propping open the valve. This adjustment worked, and the sheath aspirated correctly, allowing the mapping catheter to be used for the post map. After completing the post map, attempts were made to switch back to the farawave catheter. However, the sheath valve seemed worse and would not seal around the catheter, causing air to aspirate into the syringe. At this point, the sheath was replaced with another same sheath. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Event description:
It was reported that visible air bubbles were observed. That the faradrive steerable sheath and dilator were prepped according to instruction for use. The sheath was advanced into the left atrium with no issues were observed upon transeptal puncture and the dilator and wire were removed for the non-boston scientific mapping catheter. The sheath was aspirated, and mapping of the left atrium was completed. The mapping catheter was exchanged for the farawave catheter. When attempts were made to aspirate the sheath before inserting the farawave catheter, air bubbles were pulled with the syringe. The physician advanced and withdrew approximately a centimeter or so with the farawave catheter to try and reset the valve around the catheter and the air issue was resolved. Pulmonary vein isolation was performed with the farawave catheter with no issues. The farawave catheter was removed, and the non-boston scientific mapping catheter was inserted for the post map. On the first attempt, the sheath started to aspirate oddly, so the physician made the shaft of the non-boston scientific mapping catheter taut to prevent it from propping open the valve. This adjustment worked, and the sheath aspirated correctly, allowing the mapping catheter to be used for the post map. After completing the post map, attempts were made to switch back to the farawave catheter. However, the sheath valve seemed worse and would not seal around the catheter, causing air to aspirate into the syringe. At this point, the sheath was replaced with another same sheath. The procedure was completed and there were no patient complications. The sheath was received for analysis and investigation is still in progress.